Event description:
It was reported that multiple alerts were noted on remote merlin.net transmission. The patient was brought to the clinic, the right atrial lead exhibited far p wave over sensing. The patient was asymptomatic during the events. Reprogramming would be considered.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.